Event description:
False positive result (s). I took this at home test to be safe before the holidays and it gave me a false positive. I got a pcr test the same evening and was negative. I had to miss my dad's birthday, all my co-workers had to get tested, and our family christmas plans had to be changed. What a nightmare full of anxiety and stress. Zero stars.